Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not accurately adjust insulin therapy. Tandem technical support suggested customer perform a pump reset to resolve the issue. Customer's blood glucose (bg) ranged from 45-66 mg/dl; cause was not known. Customer consumed glucose tablets and candy to treat low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.